Event description:
It was reported that the patient was symptomatic with pacing and the right ventricular (rv) lead had high thresholds. An echocardiogram revealed a perforation. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.